Event description:
Caller reported a malfunction on pump, but no notable events preceded the issue. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support in resetting pump, and the malfunction code did not recur after reset. Customer was advised to continue using pump and to contact support if issue arises again, which caller acknowledged.